Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing; this showed the air detector key sensor was stuck. Upon further inspection the issue was determined caused by fluid damage to multiple components. This issue would have occurred due to fluid ingression during use.

Event description:
It was reported the device's air detector clamp spring did not stay fixed and impacted the connection with the IV line.